Event description:
The caller reported that a tracheostomy tube had a cuff that would not hold air. The caller did not know exactly where the leak was. The caller did not have a lot for this tracheostomy tube, but knows that it was a 10dct. It was placed in the patient. The respiratory therapist noticed the leak in the cuff the next day. It was removed from the patient, and a new tracheostomy tube was placed. The tracheostomy tube was discarded when it was removed. The caller did not know if the tracheostomy tube was pretested, and did not know who would know.